Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The system pcb was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not complete the boot up cycle. In this state the device defibrillation therapy would not be available, if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device will not complete the boot up cycle. In this state the device defibrillation therapy would not be available, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a faulty y1 crystal on the system pcb assembly's single board computer card. When the y1 crystal has a zero output on the oscilloscope the pcb fails to boot up.